Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 130-140mg/dl fasting. Verified test strips expire (B)(6) 2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory 237mg/dl (B)(6) 2015 10:52:00 am fasting:no, 128mg/dl (B)(6) 2015 09:27:00 pm fasting:yes, 25mg/dl (B)(6) 2015 09:26:00 pm fasting:yes, 154mg/dl (B)(6) 2015 01:15:00 pm fasting:no, 157mg/dl (B)(6) 2015 05:57:00 pm fasting:yes. Customers concern: 25mg/dl and 128mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had poor technique.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 130-140mg/dl fasting. Verified test strips expire 11/19/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). No adverse event reported.